Event description:
It was reported that the pt experienced intermittent stimulation on the left side over the past couple of months. The pt was getting all three green lights on the left of the pt programmer. The pt was at home at the time of the report, and the pt's status was reported as good. No pt treatment or outcome was reported. Add'l info has been requested, but was not available as of the date of this report.